Event description:
It was reported that, "custom implants made for this patient, c-m077-6-400 total elbow retaining clip and c-m077-6-401 total elbow axle. The order was confused with a previous custom and the incorrect custom was issued to the room and subsequently implanted. (See catalogue numbers above) materials management states, "the implant labels lack easily recognizable patient identifier."

Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report. This is the same patient/event as MFR number 2249697-2012-00237.